Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issues with infusion set on 30-june-2024. Patient reported that tape was not sticking, and lost the infusion set while swimming. No further information available.